Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high out of range shock impedance measurements. This rv lead was successfully replaced and has not been returned to boston scientific and no additional adverse patient effects were reported.